Manufacturer narrative:
(B)(6). (B)(4). The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
Procedure: mis tlif it was reported that on (B)(6) 2016, intra-op,tip of the pituitary tooth broke off. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual and optical examination of the instrument confirmed that the dynamic jaw of the instrument is bent and cracked on one side, with a minute portion of the jaw broken off, consistent with torsional loading of the instrument. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.